Event description:
Per the clinic, on (B)(6) 2025, the patient experienced fizzling sounds and intermittencies. The sound perception returned to normal after a short duration. Subsequently, on (B)(6) 2026, the patient experienced fizzling sounds followed by an audible bang, after which no sound perception was observed. Hardware exchange, troubleshooting, and reprogramming were performed; however, the issue could not be resolved. During troubleshooting, a short clicking sound was observed when the coil was moved on the patient's head without the magnet. The patient also reported experiencing strong tinnitus. In addition, the patient experienced intermittencies resulting in reduced speech understanding. No connection with the implant could be established. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.